Event description:
The customer complained of questionable glucose results for 1 patient from an accu-chek inform ii meter. At 09:35 am the glucose result from the meter was 389 mg/dl. At 09:37 am the glucose result from the meter was 188 mg/dl. There was no adverse event. On 02-jan-2019 the qc was acceptable. The meter and test strips were requested for investigation. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
The customer¿s meter serial number (B)(4) was returned for investigation. The returned meter was measured with retention strips using quality control material. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 45, 45, 44 mg/dl, level 2: 303, 301, 303 mg/dl. All results are within acceptable range. Investigation of returned meter revealed strip port contamination. The observed contamination can lead to the complained errors issues. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.